Manufacturer narrative:
Physio-control evaluated the customers device and verified that the device did not complete boot up as expected, however it did still power on. Physio observed a service event code in the device electronic logs. During testing, physio observed that the wrench icon illuminated and the audible alarm was beeping consistently. They observed that the device charge was delayed about 20 seconds. Physio replaced the hv capacitor. After unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The hv capacitor was found to have caused the reported issue.

Event description:
The customer contacted physio-control to report that their device service wrench illuminated, but no error codes were logged. Upon further investigation, physio-control observed, "cap has a broken strap and will not charge and shock properly". Physio also observed, "device did not completing boot up." In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device service wrench illuminated, but no error codes were logged. Upon further investigation, physio-control observed, "cap has a broken strap and will not charge and shock properly". Physio also observed, "device did not completing boot up." In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed hv capacitor. It was determined that the component had a broken strap, which created an electrical open and caused the device to not charge and shock correctly.